Event description:
Event type: equipment device. Description of event: surgeon operating on right foot and bur exploded while using in foot. All pieces retrieved and x-ray taken (portable- 2 views) to verify. No items retained. No patient harm. Conmed bur #5092-228, lot #1110883. Did the procedure change or length of time extend as a result of above? Approximately 10 minutes. Any patient harm? No.